Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated on (B)(4) 2013: this case concerns a pt who could not bear weight on his left leg whilst receiving synvisc for unknown indication. Although, the role of synvisc cannot be ruled out based on the synvisc event temporal relationship; however, their individual role cannot be assessed in isolation. However, lack of detailed info about medical history, lab data, any concurrent medical illnesses, clinical course etc. Of the patient precludes a comprehensive assessment in this case.

Event description:
This unsolicited device case was received from unites states on (B)(6) 2013 from a consumer. This case was cross referenced with case ID: (B)(4) (same patient). This case concerns a male pt (age unknown) who could not bear weight on his left leg while receiving synvisc injection. The pt medical history was significant for medical device implantation with synvisc (received approximately two years ago, both knees, without any problem), previous use of synvisc (received on an unknown date, both knees) which caused pain and he could hardly walk; previous medical device implantation with synvisc (approximately in 2012, in right knee), following which the pt could not bear weight on his right leg (was on crutches). No past drugs, concomitant medication or concurrent condition was reported. On an unspecified date in (B)(6) 2013 (8 months ago), the pt initiated treatment with synvisc injection at a dose of 02 ml, three times, into left knee (route, frequency, batch/ lot number and expiration date unknown). On an unknown date, after receiving second injection of synvisc, he could not bear weight on left leg. He used a cane and ice as treatment for several days. Later, according to pt his knee eventually got better and he did not experience any event with the third injection. He reported that his left knee to be worse than his right knee. Action taken: no change. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated and investigation results are pending for the same.